Event description:
Using the alaris infusion system, consist of pcu (8015) and 4 infusion modules (8100). Staff was notified of smoke and burn smell coming from the infusion pump. The system was removed from room and biomed notified in the morning. Biomed has pumps, we noticed the two modules affected were on the left side. We removed the modules and saw on iui connector was burnt, possibly fluid came in contact. We took pictures, and contacted carefusion and sent the pc and the 2 pumps to carefusion.======================manufacturer response for IV infusion system, alaris pc (per site reporter).======================have not heard a response.======================manufacturer response for infusion pump module, alaris pump module (per site reporter).======================no response.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.